Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain four of four in peritoneal dialysis. The patient was connected at the time of the alarm. The care giver stated that they are unsure if patient line completely primed before the patient connected to the homechoice. The patient did not disconnect any time prior to the homechoice alarming, all unused lines are clamped and capped, and there were no leaks or damage seen on lines or bags. The technical service representative had the care giver cycle the power on the homechoice to clear the alarm and to advance the device to press go to start. The technical service representative assisted the care giver with opening door to remove cassette. The patient will disconnect the proper aseptic way when ready. The technical service representative reviewed proper setup procedures with care giver and reminded the care giver to ensure patient line is completely primed before the patient connects to the homechoice. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.